Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran calibrations using fresh materials and quality controls (qc), resulting within specifications. The cause for the falsely low tsh3-ul results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant thyroid-stimulating hormone (3 gen ultra) (tsh3-ul) results were obtained on patient samples on an advia centaur xp instrument. The customer ran quality controls (qc), which resulted low out of range. The customer recalibrated the tsh3-ul reagent kit and then reran qc, resulting within range for all 3 levels. The customer performed a look-back on patient samples ran from the last time qc was in range. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tsh3-ul results.

Manufacturer narrative:
The initial MDR 2432235-2016-00789 was filed on december 28, 2016. Additional information (02/15/2017): a siemens headquarters support center specialist evaluated the service data, including the loading of new reagent materials and calibration of reagent probe 1, reagent probe 2, and the aspirate probes. The cause could not be determined.